Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2020. On (B)(6) 2022, the patient¿s husband found the patient unresponsive and called emergency medical services (ems) at 7:10 pm. The emts came and checked a fingerstick bg which was 2.2 mmol/l although the cgm was reading 3.8 mmol/l. The patient¿s husband gave her orange juice and a sandwich. The emts did not provide any medication; they observed her for one hour then left, with the patient in good condition. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that fall within the c zone of the parkes error grid. No additional patient or evet information is available.

Manufacturer narrative:
(B)(4). Initial reporter email address: (B)(6). Initial reporter state: (B)(6). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.